Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump keypad was unresponsive and that insulin pump completely stopped functioning. The insulin pump was exposed to moisture and now has a frozen display. The insulin pump also had an alarm that could not be cleared. Blood glucose level at the time of the incident was 5.2 mmol/l. Troubleshooting was performed but issue wasn't resolved. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump received with active current within specification at 189 ma. The insulin pump passes self test. The insulin pump seated at the beginning of the displacement test followed by an unexpected insulin flow block alarm, high sleep current at 2.6 amps and a white spot at the upper right corner of the display due to corroded electronic assembly. The motor assembly was found with traces of corrosion. The insulin pump received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms or keypad anomalies noted. The insulin pump received with cracked case on the back at the battery tube area and battery tube threads. The insulin pump received with cracked keypad overlay at select button. The insulin pump received with minor scratched display window, case and keypad overlay.